Manufacturer narrative:
Batch review performed on 23 december 2019. Lot 1902885: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 23 december 2019. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1903002. Lot 1903002: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner 4 weeks after primary. The surgery was completed successfully.